Event description:
During primary surgery the pt suffered a bone fracture of the greater trocanter during broaching. The bone was cabled and grafter proximally. Pt dislocated in recovery room due to the bone fracture. Doctor removed the stem, repaired fracture, and replaced the same stem. Surgery wa lengthy.